Manufacturer narrative:
Isi has not received the crocodile grasper instrument for failure analysis investigation. Therefore, the root cause to the customer reported failure has not been determined. If additional information and/or the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragments from the crocodile grasper instrument broke and fell inside the patient. The fragments were retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a piece from the crocodile grasper instrument broke inside the patient¿s abdomen. The broken instrument jaw that fell inside the patient was recovered easily while the other piece required an x-ray to determine its location. The missing piece was located and removed from the patient¿s abdomen. Upon inspection by the surgeon, the or personnel and the intuitive surgical, inc. (Isi) clinical sales representative (csr) all agreed that all the missing pieces were recovered and no other instrument fragment was left inside the patient. Intuitive surgical, inc. (Isi) obtained the following additional information from the isi csr: the csr confirmed that the or staff used a manual laparoscopic grasper to remove the broken fragments from the patient with no additional medical intervention.